Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Visual inspection revealed the inner and outer shafts did detach readily and there was not any obvious bend in the outer shaft. Some galling was observed along the inside diameter of the outer shaft and some cutting surface damage, which would indicate these areas may have experienced friction or metal-to-metal contact during clinical use. There was no visual evidence of clinical debris. The broken inner shaft tip showed tooth damage. A review of the DHR for the reported lot number supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes are the user applied too much force to the device or the arthroscopic shaver may have come into contact with staples, clips or another metal object, resulting in damage to the blade. The instructions for use (IFU) state: before beginning the procedure, verify compatibility of all instruments and accessories. Plug in and set up the generator according to the instructions in the manufacturers¿ manual. Select an arthroscopic shaver with size, blade, and function most appropriate for the procedure. Inspect the instrument for overall condition and physical integrity. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. Follow a suitable surgery protocol. Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force. Do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates. Do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury. The tip of the bur or cutter must be irrigated periodically (general recommendation: once a minute) to cool the blade and prevent excised tissues from accumulating. Do not run the instrument without appropriate suction for the duration of the process. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the tip of the arthroscopic shaver broke off in the middle of the case. They were able to retrieve the piece right away with graspers. The device was replaced to successfully complete the procedure. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.